Manufacturer narrative:
The device was returned for evaluation. The compression ball was oval on the ID preventing smooth movement of the bar through the ball. As per DHR review, build records were reviewed and no issues were found. The reported complaint has been confirmed. Root cause: the spheres have been compressed out of round, either by torqueing the item down while it was not properly seated or the ball has been over-torqued.

Event description:
A customer reported that on an unspecified date, they received one (B)(4) compression ball from the a1040 budde halo retractor and it was noted to be "elliptically shaped not round". It does not allow the rod to pass through as it should. There was no patient prepped for surgery. Additional information has been requested.